Event description:
(B) (4), our (B) (4) distributor, reported via e-mail that customer found during their inspection of product that three individual sterile syringe packages were not sealed completely.

Manufacturer narrative:
Manufacturing investigation pending. Prod has not arrived from customer. Once product has not arrived and the investigation is completed, a supplemental follow-up medwatch 3500a report will be submitted.